Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. X-ray imaging was performed and adipose tissue was noted below the electrodes shocking coil. Subsequently, this s-ICD system was explanted. A new transvenous system was implanted. No additional adverse patient effects were reported.